Event description:
The customer observed high repeat (B)(6) rates while using the prism hiv o plus assay. The customer indicated that 3 patients had confirmatory testing completed and were each negative. No specific patient data was provided by the customer. There has been no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using a retained kit lot 15528li00 with the customer sample; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review of the human negative population testing for final release revealed no indications that the specificity of the lot in question is adversely affected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the prism hiv o plus assay, list number 03d34, lot 15528li00, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.